Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.

Manufacturer narrative:
Dexcom reviewed receiver data on (B)(6) 2014. Data confirmed some readings were outside of the 20 percent/20 point difference range